Event description:
A report of soreness at the ipg pocket site was received. The patient's doctor stated there is no redness and no sign of infection. The doctor will relocate the ipg to a more padded area for the patient's comfort.